Event description:
Distributor reported on behalf of the user. The device was in use with pt. Reporter stated the device's cannula broke and user assumes cannula piece remains under the skin. Clinic was unable to find the cannula via x-ray. Small incision was made to attempt to find the missing cannula piece, but was unsuccessful. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.